Event description:
A system operator provided a spreadsheet of patient data for analysis and assistance in preparation of a platform presentation. Upon review of the data, this patient was found to exhibit an increase in mrse (manifest refraction spherical equivalent) in the right eye at the 6-week post-operative exam. Patient records have been received and indicate at 7 months post-op, this patient exhibits a decrease in bcva in both eyes. The right eye was reported under manufacturer report #1061857-2006-00222. This report is for the left eye. At the latest post-op exam, the left eye exhibited a 2-line decrease in bcva and an overcorrection of 2.5 diopters. Ucva improved from 20/400 pre-op to 20/80.

Manufacturer narrative:
The investigation, including root cause determination is in progress.